Manufacturer narrative:
The insulin pump was received with moisture damage on all electronic assemblies and motor assembly, corrosion was found on battery tube assembly and force sensor assembly. The insulin pump had intermittent button response on the up arrow button due to moisture damage on the keypad traces noted. The insulin pump had air leaking during the leak test at the top edge of keypad overlay. No scrolling or ramping of numbers anomalies noted during our testing. The insulin pump passed displacement test. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, cracked belt clip rail with customer applied adhesive or glue on belt clip and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up arrow button was not responding. It was also reported that the minutes on the clock were advancing. Insulin pump will be replaced. Customer's blood glucose was unknown.